Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Manufacturer narrative:
(B)(4). Additional information: the device is not available to baxter for evaluation. Therefore, the reported condition cannot be confirmed and an assignable cause cannot be provided. A batch review has been performed and there were no exceptions noted during the manufacturing of this device. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The facility representative contacted baxter (B)(4) to report an infusor in which there was white particulate matter discovered in the reservoir after cytoxic drugs were added. There was a breach of the sterile fluid pathway. There was no adverse event, patient injury, or medical intervention associated with this report. There is no further complaint information available.